Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would at times not switch on and would randomly turn on and off. It was indicated that the display overlay/bezel assembly, power cord bay door, and keyboard were broken. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would at times not switch on and would randomly turn on and off. The programmer was returned for service. No patient complications have been reported as a result of this event.